Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore; on (B)(6) 2020, the patient underwent an endovascular treatment of a thoracic aorta using gore® tag® conformable thoracic endoprosthesis. After all devices were implanted, an angiography revealed that a proximal type I endoleak. The ballooning was performed to proximal of the gore® tag® conformable thoracic endoprosthesis. The proximal type I endoleak decreased. The physician decided to monitor it. On an unknown date, a follow-up CT imaging revealed that an aneurysm enlargement (amount unknown) and an endoleak. It was suspected for the proximal type I endoleak or a type iiib endoleak. On (B)(6) 2021, a reintervention was performed. An intraoperative angiography suspected the proximal type I endoleak. A gore® tag® conformable thoracic endoprosthesis was implanted proximally. However the endoleak remained. A touch-up ballooning was performed again, but the endoleak still remained. The physician decided to monitor it. The physician stated that the proximal type I endoleak was strongly suspected and he also said that the possible cause of that the endoleak was not able to be resolved is the patient takes plavix.